Manufacturer narrative:
A2. Reported patient age is the mean age for all patients included in the study. A3. Reported patient sex represents the majority of patients included in the study. B3. Reported date of event is date the article was accepted for publication. G3. PMA/501k number is unknown as the model information for the devices are not available in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-12-18 lit (hcp): bhogal, s., kallur, a., merdler, I., ben-dor, I., devineni, a., hashim, h. D., bernardo, n. L., rogers, t., wermers, j. P., satler, l. F., garcia-garcia, h. M., waksman, r. (2023). Aspiration thrombectomy with and without cangrelor during percutaneous coronary intervention. The american journal of cardiology, 209, 89¿91. Https://doi.org/10.1016/j.amjcard.2023.08.070 medtronic review of the literature article found a single-center study of patients who underwent thrombectomy procedures from november 2013 to december 2021. A total of 588 patients with aspiration thrombectomy were identified, of whom 202 received cangrelor and 386 did not (control group). Multiple manufacturers' devices were used in the procedures, including the medtronic neurovascular device, solitaire stent retriever. It was not specified which devices were used in each case. No device malfunction was reported in the article. There was no difference in in-hospital all-cause mortality between the groups (those treated with cangrelor 1.5% vs control group 1.1%, approximately 7 patients total). No patient cause of death or relationship to any device or procedure was specified. Additional adverse events reported in the article included: hematoma rate was 2.6% in the control group (approximately 10 patients). 0 patients in the cangrelor group experienced hematoma. However, the rate of blood transfusion was 4% in the cangrelor group vs 1.8% in the control group, or approximately 15 patients total. Ischemic endpoints, including in-stent thrombosis, rates were 0.5% vs 1.3% respectively, approximately 6 patients total. Stroke rates were 3.5% vs 2.8%, respectively, approximately 18 patients total.